Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker, it was noted that the helix stretched. The device was not used, and a new leadless pacemaker was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis found that the outer helix was out of specification; helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.